Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's mother that the patient experienced nausea, vomiting and the blood glucose level was 28 mmol/l at the time of the incident. Subsequently, on (B)(6) 2019, the patient was hospitalized due to high blood glucose levels and had positive ketones in ketones test. During hospitalization the patient received infusion (drug name unknown). Reportedly, the high blood glucose level of 33 mmol/l was due to bent cannula. The site location was the patient's buttocks and the infusion had been used for the second day. It was stated that the patient used alcohol wipes prior to inserting the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.